Event description:
The customer contact reported, difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver 1000 ml of lactated ringer's. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, it was reported that the patient received 400ml of solution instead of an intended 100ml of solution. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007.